Manufacturer narrative:
E1 phone number: (B)(6). This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, the 16f esheath was not fully introduced due to the femoral calcifications. While trying to advance the valve through the sheath, the valve could not advance and got stuck. As per the evaluation of the provided imagery, the 29mm commander delivery system with the valve did exit the tip of the sheath where the valve was stuck at the level of the iliac artery. A lot of resistance was felt during the withdrawal and a cut down was needed to remove the devices. A new kit with a 26mm valve was used in replacement and the valve was implanted with plus 2cc. After the withdrawal of the system, a vascular perforation caused by the problems with the sheath was observed. 30 min of manual compression was performed and the patient was transferred to the ICU. Later, in the evening, 2 covered stents were implanted. The patient was noted as to be discharge in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691 2025 01582. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was proved for review. The provided imagery was evaluated, and revealed presence of tortuosity and calcification within patients vasculature. Esheath placed above renal arteries but placed with tip in the left external iliac artery. Commander delivery system with crimped valve stuck at the left iliac artery after sapien 3 valve existed the sheath. No vascular perforation visible from the images provided. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Regarding the difficulty introducing sheath, through extensive complaint investigations, events reporting difficulty during sheath insertion advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The event was confirmed based on the evaluation of the provided imagery. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as reported information indicated presence of calcification within patients access vessels. Additionally, imagery review revealed presence of calcification and tortuosity within patients vasculature. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. Also, vessel tortuosity can induce stress to the sheath shaft causing it to bend and require a higher push force to navigate. Regarding the difficulty advancing through sheath, through extensive complaint investigations, events reporting resistance during delivery system insertion advancement through the sheath using the s3 valve configuration have not been associated with device malfunctions or manufacturing non conformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and or steep insertion angle. In addition, sheath shaft kinks can be a result of any excessive device manipulation applied to overcome the resistance. The event was confirmed based on the evaluation of the provided imagery. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event as imagery review revealed presence of calcification and tortuosity within patients vasculature. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. In addition, tortuous vessels can create sub optimal angles that can lead to non coaxial alignment in the advancement of the delivery system through the sheath. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.